Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the device producing heat and leaking liquid identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had insufficient rotation speed, heat generation and oil leakage at the swivel. It was further determined that the device failed pretest for temperature assessment, rotational speed assessment and oil leak assessment. It was noted in the service order that the device had low power (did not rise to 75000rpm- rotations per minute when 90psi- pound per square inch). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.